Manufacturer narrative:
Current medications - lipitor 20 mg, doxazosin 4 mg, furosemide 20 mg, amiodarone 200 mg, carvedilol 3.125 mg. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2007, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, during a follow up appointment, a CT scan revealed no obvious endoleak. The aneurysm sac size expanded, suggesting a possible endoleak. On (B)(6) 2014, an angiogram revealed a type ii endoleak from the superior mesenteric artery. The aneurysm has grown an unspecified amount. Nothing further was done to the patient and the patient has been referred to a specialist.